Manufacturer narrative:
An intuitive surgical. Inc. (Isi) field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. To resolve the issue, the fse replaced the universal control card (ucc) board which had failed and caused the system to not be able to recover from the fault. The ucc board was returned for failure analysis and the reported failure was reproduced. The ucc board was returned with an error 31030 which means that a subsystem did not complete its startup sequence successfully. Furthermore, the board was also found not booting up completely. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted surgical procedure, the surgical staff encountered repeated non-recoverable faults. The customer attempted to power cycle the system prior to calling intuitive surgical, inc. (Isi) technical support, however, the system powered on but did not complete the startup sequence. The technical support engineer (tse) walked the customer through some troubleshooting steps including power cycling the system, however, the system was not able to recover. The surgeon made the decision to abort the procedure post anesthesia and port placement. There was no report of patient harm, adverse outcome or injury.